Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon the first inflation at 6atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). H11 - additional MFR narrative - corrected device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. An inflation test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device, and the balloon could not be inflated. An examination of the balloon material identified no issues. A visual examination found the tip of the device to be damaged. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. A pinhole wire lumen breach was identified within the balloon distal of the distal markerband. No other issues were identified with the shaft. A visual and tactile examination found the hypotube of the device. To be kinked at more than one location.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. An inflation test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device, and the balloon could not be inflated. An examination of the balloon material identified no issues. A visual examination found the tip of the device to be damaged. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. No other issues were identified with the shaft. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon the first inflation at 6atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon the first inflation at 6atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.